Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the pump touchscreen was cracked and unresponsive and that the wake button was unresponsive. There was no reported adverse impact to the customers blood glucose level. Customer declined to troubleshoot with tandem technical support; therefore, no additional information could be obtained.